Event description:
A 68 yr old male under CPR by bystander. The pt's cardiac monitor showed ventricular fibrillation. The monitor defibrillator failed to deliver a charge. Several attempts were made to deliver a shock without success. The pt was subsequently taken to closest emergency department where he was defibrillated onto a sinus rhythm. As of today 8/13/96 the pt is extubated and hosp in the intensive care unit.